Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5021922, UDI: (B)(4).

Event description:
It was reported that the patient underwent a lead revision procedure due to an unknown reason.

Event description:
It was reported that the patient underwent a lead revision procedure due to an unknown reason. Additional information was received that the reason for revision is to add leads for a new pain area, however, the patient has not had the procedure yet.